Event description:
Report received from an international affiliate of fluid back-flow from the secondary bag into the primary bag. The pt was in the crcu and was to receive a dose of ranitidine. The customer reported that the primary IV was infusing a 500 ml of nacl via a sigma pump at an unspecified rate. The secondary set was connected to the primary piggyback set at the upper clave port. The secondary bag was higher than the primary bag, and was set to infuse at a "rapid rate." Reportedly, upon initiation of the seconday infusion, the contents of the secondary bag back-flowed into the primary bag. The infusion was stopped, the solution, sets and pump were changed, the dose of ranitidine was given. There were no reported adverse pt effects.